Event description:
It was reported that during intra-aortic balloon (iab) therapy on an acute myocardial infarction (ami) patient, the arterial pressure waveform stopped being displayed for five minutes on two different occasions during the same procedure. Once on (B)(6) 2019. The iab was not removed or replaced between events and pumped normally aside from the two occurrences. No adverse event or patient injury reported.

Manufacturer narrative:
Concomitant medical products: serial number: (B)(4), lot number: 3000083940, expiration date: 11/05/2011. Additional information - section h manufacture date: 11/05/2018 the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extender and pressure tubing and a non-maquet sheath were also returned. One kink was found on the catheter tubing near the y-fitting approximately 38.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause a difficulty in monitoring waveform. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint : (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on an acute myocardial infarction (ami) patient, the arterial pressure waveform stopped being displayed for five minutes on two different occasions during the same procedure. Once on (B)(6) 2019 and once on (B)(6) 2019. The iab was not removed or replaced between events and pumped normally aside from the two occurrences. No adverse event or patient injury reported.